Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the fan did not work. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, however the rear fan was failed and consequently the e337 error which indicated that the internal temperature was increased occurred. (B)(4) also found following. The switches on the front panel had no response when being pressed due to the failure of the front panel unit. He scope communication error b30 occurred due to failure of the output socket. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that the reported phenomena might be attributed to the failure of the fan, the failure of the front panel unit and the failure of the output socket. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.